Event description:
I have suffered from paraplegia for years following a motor vehicle accident. I had a front-wheel drive power wheelchair delivered to my house on (B)(6) 2014. The omega-trac base was manufactured by (B)(4). The seat was made by (B)(4) and was assembled to the base. The wheelchair did not have front anti-tip wheels for stability. The sales rep, from (B)(4) who delivered it told me to drive it at top speed on my level driveway. I did what he said. I had never been in this wheelchair before. When I stopped the wheelchair, the back wheels lifted completely off the ground and the wheelchair tipped forward, dumping me to the ground. The wheelchair tipped over onto the ground. The (B)(4) sales rep, (B)(6), watch it tip over. Injured my shoulder and buttock. As a result of my shoulder injury, I was unable to lift my buttocks off the wheelchair and other surfaces and developed a sacral decubitus ulcer that necessitated surgery and resulted in my being completely bedridden for approx eight months. I still suffer from my shoulder injury. I use my old power wheelchair. I have not, and will not, use my wheelchair that tipped over on me. It is unstable. (B)(4).